Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter alleged that the pump emitted a "pump suspended" alarm after resuming the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: a review of the pump history showed that the pump was suspended several times. Each ¿suspend¿ warning occurred during the time the pump was suspended. During testing, all buttons responded appropriately. No buttons were found to be hypersensitive. There was no damage to the keypad. The pump was put into ¿suspend¿ mode followed by ¿resume¿ mode. The ¿suspend¿ was appropriately documented in the pump history. The pump resumed normal pump operation and was able to perform a bolus with no issues occurring. There were no other ¿suspend¿ records found in the pump history during investigation. The pump case was removed and no internal defects were found. The complaint of the pump emitting a ¿pump suspended¿ alarm after deactivating ¿suspend¿ mode was not able to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.